Event description:
It was reported that battery life of the generator seems to be shorter than the physician expected. The doctor stated that this patient was implanted three years ago and came into the hospital due to status epilepticus. It was found that the battery was showing an end of service (eos) condition and the doctor believes that the battery life was shorter than normal. It was also stated that the status epilepticus was due to a loss of vns therapy as the device had reached an eos (pulse disabled) state, and efficacy of vns therapy for this patient was previously recognized. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. The device met all specifications for release prior to distribution. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected which resulted in the discrepancy between the charge consumed percent and battery voltage measurements. The generator was explanted due to eos (pulse disabled). The device has been received by the manufacturer. Product analysis is underway for the generator but has not been completed to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and information was downloaded from the pulse generator, the ¿as-received¿ battery voltage was lower than typically observed for the noted consumption value, which is why the pulse generator was opened and additional tests were performed. The pulse generator was opened. A visual assessment on the printed circuit board assembly (pcba), showed contaminates on the trimmed edge of the pcba (tab removed). No other visual anomalies were identified. System diagnostics and a final electrical test could not be performed as pulsedisabled and eos (end of service) warnings were set. The pcba was subjected to a postburn electrical test where it failed several of the electrical tests. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions, suspecting that the high current consumption was the source for the pcba to abort during the postburn electrical test. After the trimmed edge of the pcba was cleaned, and the contaminates were removed, a postburn electrical test was performed, and passed all electrical tests. Remaining residual material on the pcba edge during the manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the lower than typically observed battery voltage for the noted consumption value. No other relevant information has been received to date.